Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece break off or come loose from the device? If yes: did the part fall into the patient? Was the part retrieved? Or does the surgeon believe the piece remains in the patient? What action was being performed when the device broke? In what anatomical location was the device when the breakage occurred? What is current status of the patient? Please provide a timeline? How long after the bag broke did the patient get diagnosed with sepsis? What was done intra-op to address the release of the gangrenous contents? Did the surgeon have any difficult with the pouch prior to it breaking? Please describe by the pouch breaking? Did the pouch rupture or was there an issue with the metal piece? Was it difficult to remove the pouch from the incision? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon stated that the pouch broke, releasing pus with gangrenous content into the abdomen. The patient subsequently went into septic shock last night and is now in the ICU.